Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump shut off. The pump was connected to a power source however was unable to be turned on. The customer's blood glucose level was 182mg/dl. The customer reported manual injections would be used for insulin therapy.